Manufacturer narrative:
Unable to confirm compromised force sensor system alarm and unable to perform displacement test, rewind test, basic occlusion test, prime/ compromised force sensor system test, excessive no delivery test, occlusion test due to detached/missing end cap. Insulin pump received with corroded battery tube, cracked battery tube thread, broken reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted. No moisture damage on electronics and motor assembly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed a compromised force sensor system and insulin was squirting out during the manual prime process. The insulin pump was not bumped or dropped. The drive support cap was sticking out. The customer¿s blood glucose level was unknown. The device will be returned for analysis.